Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo screen blacked out when a hospital me touched the gear icon. Immediately after that, it displayed the boot-up screen and then returned to the normal screen. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo screen blacked out when a hospital me touched the gear icon. Immediately after that, it displayed the boot-up screen and then returned to the normal screen. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. An error code was found in the ventilator's downloaded error log indicating reboot of the touchscreen had been recorded. Therefore, it is assumed that the reported issue was caused by incidental interruption of communication. The software version was upgraded to suppress the occurrence of the issue.